Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused chest tightness, headache, cough with black particles in the sputum and shortness of breath. The patient reported to have a pacemaker, has had 2 heart attacks and is under cardiological care. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer concludes dust like contamination were external to the device. There was no evidence of sound abatement foam degradation. In this report, box d, g, h has been updated/corrected.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused chest tightness, headache, cough with very thick saliva with black particles in it and shortness of breath. The patient reported to have a pacemaker, has had 2 heart attacks and is under cardiological care. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and verified airflow. An internal and external visual inspection of the device was completed by the manufacturer and found air inlet filter is missing, ui (users interface) knob broken, air outlet port had dust-like contamination in it. The air inlet had tan dust-like contamination in it. Pca had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Dust-like contamination in the bottom enclosure. The air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was unable to address the symptoms specified. UDI related data quality updates only: the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. The h10 has been updated with relevant findings of device evaluation. In this report, box b, d, h has been updated/corrected.